Manufacturer narrative:
Evaluation summary: the product was return for analysis and has been sent to sterilization. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device (gfd) implant procedure a hyphema occurred. The gfd was clogged although the blood was removed by irrigation and aspiration. The blood and the gfd were removed during a secondary procedure. The surgeon suspected that the gfd was clogged due to blood. Additional information has been requested.